Manufacturer narrative:
No new information has been received. No product as been returned for evaluation. Reviews of device history records could not be performed as the device lot codes are unknown. Twelve month complaint trend analyses performed for the expedium and concorde families on the harm of post-operative patient pain found no emerging trends. Complaint trends will continue to be evaluated as part of monthly complaint review meetings and world wide post market surveillance activities. A root cause could not be determined because there is no reported product problem. No corrective action/preventive action is required at this point because there is no reported product problem. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hospital reports the patient had surgery in 2012 and has been in constant pain ever since with pain worsening over time. An MRI was scheduled to determine if there was device breakage or anatomic injury but the patient¿s insurance company will not pay for the MRI until the patient has four weeks of physical therapy. No product has been implicated at this time. However, this medwatch report is being filed to document the adverse event involving patient pain. If any devices in the construct are identified as causing or contributing to the patient pain, medwatch reports will be filed for those devices. The construct consisted of 4 expedium si polyaxial screws, 4 expedium single inner set screws, 2 expedium rods, and 1 concorde bullet cage.

Manufacturer narrative:
No product has been implicated at this time. This medwatch report is being filed to document the adverse event involving patient pain. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Devices remain implanted.